Event description:
We have received the device due to a problem with the blower and initiated an investigation. The problem with the blower caused the therapy to be interrupted. The problem occured in germany. The manufacturer has not received any information harm of patients, users or third parties.

Event description:
In this case, löwenstein medical technology received the device listed here due to a problem with the blower and initiated an investigation into the incident. The problem with the blower caused the therapy to be interrupted. Even after repeated enquiries, lmt were unable to obtain any information about the situation during the incident. The manufacturer has not received any information about harm from patients, users or third parties.